Event description:
The event involved a plum 360 driver new pump. It was reported that the pump had experienced two unexplained instances where they can't account for fluid administered, it either disappeared or the pump may have run faster than the ordered rate or some other yet undermined event. At 14:10 the pump was expected to infuse a volume of 124 ml at 248ml per hr; however, it was reportedly empty at 14:30 after recording 73.8 ml infused. The biomed team evaluated the pump and performed functional testing and rate or volume flow rate validation but did not identify any discrepancies. The event occurred during infusion. There was no delay in therapy. There was patient involvement and the patient experienced flushing, anxiety, tachycardia. Supportive care provided no pharmacological intervention.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.